Event description:
During a in-clinic follow-up, noise was observed on the right ventricular (rv) lead. Rv lead insulation damage is alleged, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.